Event description:
It was reported to philips that the device co2 and ibp/temp parameters were not functioning after the measurement connector module was recently replaced. There was no reported patient or user involvement and no adverse patient/user impact.